Event description:
--

Manufacturer narrative:
It was noted that this lead remains implanted and will not be returned.

Manufacturer narrative:
Upon further information, this investigation will be updated.

Event description:
Boston scientific received information that this patient was presented to the hospital after experiencing an episode of syncope. Upon interrogation of the device, intermittent capture was noted. The field representative increased the pacing amplitudes but intermittent capture was still noted. A chest x-ray was done which showed that the right ventricular lead was twisted and twiddles syndrome was evident. A lead dislodgement was confirmed. A lead revision and a device changeout procedure was scheduled.